Event description:
The home patient (hp) reported that they may have inadvertently changed the program prescription from ccpd to tidal therapy using the homechoice cycler. According to the family member of the hp, the hp was supposed to perform ccpd therapy with an estimated dwell time of 1 hour, 46 minutes. After recording the average dwell time at the end of therapy, the hp noted that their dwell time was approximately 5 minutes. The hp contacted the dialysis center to report the unexpected dwell time and review of the device's program parameters revealed that the device was programmed for tidal therapy with a tidal volume 5% and 67 cycles. Review of the average dwell times revealed the hp had dwell times of 5 minutes for approximately 2 weeks and the hp's family member suspects that the hp may have been performing therapy with an incorrect program during this time. There was no patient injury or medical intervention required as a result of this incident.